Manufacturer narrative:
H.6 code was inadvertently omitted from the previously submitted report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The product was not returned. The data logs were reviewed and there was no motor current spike, positioning issues or a trend in placement signal. There were suction alarms throughout the whole case. Due to lack of product returned and insufficient clinical information, the root cause of the hemolysis issue could not be determined.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support and developed hemolysis. In the unit, it was noted the patient¿s urine was red, and labs were hemolyzing. Approximately, two days later care was withdrawn. The patient was noted to have subsequently expired. Upon abiomed's medical safety officer review, there is not enough information to associate the use of device with the patient's outcome.